Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 408 mg/dl. Customer stated that she just changed the batteries 2 days ago. Customer got a low battery alarm before she changed the battery. Customer inserted a new battery and the display did not return. Troubleshooting was performed and the customer stated that the display did return. Pump passed the self test. Customer was advised to monitor the pump. A replacement battery cap will be shipped as a courtesy. Pump also experienced an unexpected restart. Pump was not stored or not in use for an extended period of time. Customer did not receive another failed battery test. Customer was advised to monitor the issue. No further assistance needed.